Event description:
The customer reported a false positive architect stat high sensitive troponin-I result for a 66-year-old male experiencing tightness in the chest. The initial troponin-I result generated on (B)(6) 2022, gave a result of 1.0049 ng/ml. The customer¿s reference range is less than 0.028 ng/ml. Due to the results, the patient was hospitalized. The morning of (B)(6) 2022, the patient was drawn for a repeat troponin test and generated a result of 0.0011 mg/ml (within reference range). The clinician questions the positive result from the (B)(6) 2022. The sample from the (B)(6) 2022 was retested 3 times and the results were 0.0023, 0.0031, and 0.0025 ng/ml (within reference range). It is not known or confirmed if the patient received some infusions or other specific treatment. There was no adverse impact to patient management reported.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from<architect stat high sensitive troponin-I, 03p25-77, longford to architect i2000sr instrument,03m74-02, irving ia/cc. MDR number 3016438761-2022-00566-00 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from<architect stat high sensitive troponin-I, 03p25-77, longford to architect i2000sr instrument,03m74-02, irving ia/cc. MDR number 3016438761-2022-00566-00 has been submitted and all further information will be documented under that MDR number.